Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on investigation, the display functioned properly. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump case was noted to be cracked near the top right corner of the display area. A leak test confirmed moisture leakage at the site of the crack. The pump was opened for investigation and revealed moisture damage on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.